Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopy assisted distal gastrectomy, the display indicated green and setup was completed but firing could not be performed. The procedure was completed with another device. There was no patient injury.